Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The patient was referred to the clinic for a programming session. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.